Event description:
According to the complainant a progav was blocked postoperatively. The patient was implanted on (B)(6) 2015. Once the product was implanted, pressure could not be adjusted. However, the product was remained since the patient condition was good. The surgery for brain tumor had been done twice since the primary surgery without valve failure. However this time, the revision surgery was needed due to underdrainage. Therefore, the valve investigation included adjustment failure was requested. The valve was explanted on (B)(6) returned to the manufacturer for evaluation. Further details were not provided. Height: 172 cm.

Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation ( description incoming product condition) we received the progav 2.0 valve under use of the returnkit. The valve was insert in liquid. The progav 2.0 was set to pressure range 5 cmh2o at the time of delivery. Result: in the visual inspection of the valve we could, scratch but has noapparent deformations or other abnormalities determine. It was possible to adjust the valve up and down again in steps of 5 cmh2o. To proof if the brake function is full in place we carried out a brake function test. The investigation has shown that the brake function is present. The braking force lies within the accepted tolerance. In the further course of the investigation, we tested the valve to permeability. The investigation results that the valve is permeable. Given the fact that during the treatment with shunts the following complications may arise: infections, blockages caused by protein and/or blood in the cerebrospinal fluid, over/under drainage, we decided to dismantle the valve. Inside the valve we found slight deposits of protein, perhaps the deposits inside the valve could have influenced the function in the past. A further explanation for non-adjustability could also be that the implantation site was chosen unfavorably or the skin over the valve was too thick. In this case, there is the possibility that the valve can no longer be adjusted. But at the time of delivery, there is no fault with this progav 2.0 valve. No further actions required.